Manufacturer narrative:
(B)(4). Load not recalled.

Event description:
A customer reported a flexible endoscope was processed in an incorrect sterrad 100nx cycle in error. The cycle completed and chemical indicators changed color correctly. The load was released and used on a patient. There is no report of infection, injury or harm to patient(s) associated with this issue. However, the patient was given antibiotics and is being tracked by the facility for possible infection. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for product malfunction code "load not recalled" to be "low." The assignable cause of the issue was the result of user error. The customer was unable to provide the scope model number but stated the asp sterility guide was checked and determined the scope was not validated for use in the standard cycle. Customer education was not needed as the issue was identified and corrected by the customer. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.